Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was not getting therapy relief. An x-ray had been done and they did not find anything wrong. They now wanted to do an MRI to make sure the leads had not migrated and that they were in the right location. It was unknown when they patient stopped getting relief. It was not reported when these issues began. On 2013-11-18 follow up reported the MRI was done but it was unknown what the results were. On 2014-01-06 additional information received reported the patient was not getting the results they had hoped for at this point. It was noted the right lead had abnormal impedance. It was further noted that x-rays and MRI showed the lead and extension were okay. It was noted that an MRI was done on (B)(6) 2013 and x-rays were done on (B)(6) 2013. The reporter stated the bilateral leads were present with the tips appearing to be in the ventral thalami. The reporter further stated there was no evidence of disruption or fracture of the leads. It was noted that reprogramming was done multiple times. The reporter stated they tried to adjust any of the parameters and even did ¿vim¿ with both leads, but there was no particular improvement. It was noted the patient had a lack of a preferred response. The reporter stated the patient¿s essential tremor was under good control with oral medication before breast cancer. It was noted the implantable neurostimulator (ins) was implanted as tremor worsened. The reporter stated the patient had not gotten the response they desired. No complications or further complications were reported.